Manufacturer narrative:
(B)(4). Date sent: 08/05/2021. Medical opinion per ethicon medical safety officer: the would not close & damaged handle would not reasonably be expected to cause or contribute to the ae based on the information available. If the device would not close, there would be neither stapling nor cutting of the tissue. In addition, if the device would not close on the tissue, there would be no opportunity for nor expectation of any trauma to said tissue. The user would opt for another similar or alternative device or a different surgical technique to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: 2 devices were defective during the same procedure. According to the user, we cannot rule out the imputability of these complications due to stapling issue. The patient is currently stable. No further information available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Additional information was received that both devices were defective. One device could not be closed, and the handle was broken. What was the alleged quality issue for the second device? What was the post-operative complication that led to the re-operation? What is the current status of the patient? Please answer for the 1st device: when was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device closed and repositioned multiple times prior to firing? Was this the 1st firing of the device? If no, please answer the following: what is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in prior to closing the device? If reloaded, was it a blue or green cartridge? Did the closing trigger break or was it the firing trigger? How fall did the trigger that broke move prior to breaking? Please answer for the 2nd device: was this the 1st firing of the device? If no, please answer the following: what is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? When was the staple retaining cap removed? If reloaded, was it a blue or green cartridge? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the procedure the device was defective. The patient had post-operative complications requiring re-operation and a fitting permanent stoma.